Event description:
A customer's parent reported via phone call indicating the customer's insulin pump alarmed. The patient's blood glucose level was 237 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The parent does not know if the drive support cap is protruded or flush. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unable to prime during prime/a33 test and motor error alarm during the basic occlusion test due to faulty sensor resistor. No a33 alarm occurred during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.